Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had lower than expected sensing and had dislodged. The lead was repositioned. After being repositioned, it was noted that the ra lead was not sensing and had dislodged again. It was further reported that the right ventricular (rv) lead had intermittent capture and the lead had lost slack. The ra lead and rv leads were repositioned and remain in use. No patient complications have been reported as a result of this event.